Manufacturer narrative:
Result: sleeve bearing, glide rod.

Event description:
It was reported by service report that the pt left head rail could not be raised. No pt involvement or adverse consequences are reported.